Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that on multiple, intermittent occasions, a small piece of the cartridge fill port became stuck in the needle. The customer replace the needle and insulin delivery was resumed. The customer's blood glucose level was not impacted.